Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that bios settings were checked and found them normal. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) computer was unable to boot properly with a boot error displayed on the screen. There was no patient present at the time of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the imaging system, the computer of the viewing station of the imaging system was replaced and the operating system was updated accordingly. When testing 2d image acquisition functionality, a frame rate error message appeared. The representative then tested the pleora to viewing station of the imaging system computer cable, which passed. The interface (umbilical) cable was then bypassed and the imaging system could perform image acquisitions.